Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons were sticky and hard to push and the rewind was louder than it used to be. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify rewind anomaly and perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.